Event description:
Patient underwent right paramedian l5-s1 interlaminar epidural steroid injection with fluoroscopy on (B)(6) 2025. He came to the ed on (B)(6) 2025 with worsening back pain and s/s of cauda equina following the epidural steroid injection. CT of lumbar spine showed suspicion of osteomyelitis/discitis of l3-l4.